Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years and ten months post implant of this 14mm pulmonary valved conduit in an infant, the conduit was explanted and replaced with an 18mm conduit of the same model. The reason for replacement wasn't reported. No additional adverse patient effects were reported.